Manufacturer narrative:
Submit date: 09/12/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the tube was collapsed while it was on patient, however, there was no patient harm. Sample was discarded because it was contaminated.

Manufacturer narrative:
Submit date 09/28/2016. An investigation of the reported condition was completed. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause of the reported condition or implement any corrective action. Unfortunately without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. A potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of this customers concern to all personnel involved in the manufacturing of this product. Furthermore a corrective and preventative action (CAPA) has been initiated to investigate complaints for the tubing issues. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.